Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported multiple occurrences that the pump bolus dosing did not fully deliver. Although requested, the customer declined to provide information regarding the reported event and did not upload pump data. There was no reported impact to blood glucose level.